Manufacturer narrative:
H6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the trachea.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the trachea during a transnasal esophagoscopy with pharyngoesophageal dilatation procedure performed on (B)(6) 2024. During the procedure, while inflating the balloon, a small leak was observed. It was reported that the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a041001 captures the reportable event of a balloon pinhole in the trachea. Block h11: investigation results the returned cre pro wireguided dilatation balloon was analyzed, and a visual inspection found no damages to the device. Functional and microscopic inspection found that the balloon had a pinhole located approximately at 14 mm from the tip of the device. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon pinhole was confirmed. The pinhole found is likely to have occurred due to procedural factors such as excess of pressure, interaction with other devices, or anatomical conditions. Also, it is possible that interaction with a sharp surface during or previous to the procedure could have caused the problem found on the distal section of the balloon. Therefore, the most probable root cause is an adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the trachea during a transnasal esophagoscopy with pharyngoesophageal dilatation procedure performed on (B)(6) 2024. During the procedure, while inflating the balloon, a small leak was observed. It was reported that the balloon had a hole. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.